Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent df4 connector pin was observed. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observation. A measurement of the surface pressure (i.e., the contact pressure per unit area) of the lead was conducted. For this purpose a stylet had been inserted into the lead during the test. The measurement did not demonstrate any / there were no deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.

Manufacturer narrative:
(B)(4).

Event description:
This lead perforated the patient's heart during the implant. The physician removed this lead and the ra lead that was attempted and decided to try a system implant on a later date. Should additional information be received, this file will be updated.